Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 3.00x12mm promus element plus drug eluting stent was advanced to treat the target lesion. However, upon advancing the device towards the target lesion, resistance was met. The physician removed the device from the patient and the stent strut was noticed to have lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 3.00x12mm promus element plus drug eluting stent was advanced to treat the target lesion. However, upon advancing the device towards the target lesion, resistance was met. The physician removed the device from the patient and the stent strut was noticed to have lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were bent outwards and pushed proximally .no issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).